Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having diagnosed with restrictive lung disease while using the device. The patient also alleged difficulty breathing, lung irritation, skin irritation on face, headaches. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having diagnosed with restrictive lung disease while using the device. The patient also alleged difficulty breathing, lung irritation, skin irritation on face, headaches. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, p4 power connector. Liquid ingress was observed on the p4 power connector. The heat test was ran for 2.5 hours with the device performing as it should and not shutting down. There was no odor coming from the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.